Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
The patient reported that he has had pain and swelling in his left knee since initial surgery. Never pain free. Bone on bone so tkas were performed. Patient suspects building a drainage ditch in 1982, hand carrying 13 cubic yards of gravel in 5 gallon barrels contributed to his knee issues. The patient realized his knee pain was progressing on (B)(6) 2010 climbing stairs at a concert. Index surgeon sent him to a pain management specialist. A second opinion surgeon stated that x-rays looked fine. Stationary bike helped but developed foot blisters and stopped. Patient can walk with a cane approximately 25 yards before having to sit down from pain. He has not been out for 2 - 3 weeks due to pain and immobility. Pain scale on both sides from 10 down to 4 or 5 with 30mg oxycodone every 8 hours or so and 30mg extended release morphine 2x per day. Patient mentioned thoughts of suicide to cope with excessive levels of pain.

Manufacturer narrative:
The patient is (B)(4). An event regarding pain involving a triathlon knee was reported. The event was confirmed. The device remains implanted. Medical records received and evaluation: a review of the medical records by the clinical consultant indicated: "when seen on (B)(6) 2012, he continued to have difficulty with pain management. His range of motion was 'excellent' and there were no soft tissue or implant related complications. He was noted to have 'stable post-op total knees' and the impression was pain consultation. [¿] an office visit of (B)(6) 2012 was for chronic pain issues. A possible spinal implant for pain issues was discussed. The physical examination of his knees was benign with no swelling and a range of motion of 0° to 120° bilaterally. [¿] on (B)(6) 2013, physical examination revealed no change, and good knee function with no new abnormalities in either knee. X-rays dated (B)(6) 2014 are an ap and two laterals of the right, two aps and two laterals of the left, a patellar of the right, and three patellar views of the left, and demonstrate unchanged bilateral total knee arthroplasties. In this morbidly obese patient with narcotic dependence and chronic pain syndrome there is no evidence his clinical problems are related to factors of faulty prosthetic component design, manufacturing, or materials." Device history review: review the device history records indicated all devices accepted into final stock met specification. Complaint history review: not performed because no device specific failure mode was identified. Conclusions: the investigation concluded that, while the patient was experiencing chronic pain issues throughout his body, there is no indication the pain was related to the components. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5551-g-350, triathlon asymmetric x3 patella, lot code: vd4p. Cat. No.: 5560-s-112, tri cemented stem 12mmx50mm, lot code: m6s52d. Cat. No.: 5521-b-500, tri ts baseplate size 5, lot code: fnny. Cat. No.: 5516-f-501, triathlon p/a ps beaded #5l, lot code: sxblt. Cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mfs038.

Event description:
The patient reported that he has had pain and swelling in his left knee since initial surgery. Never pain free. Bone on bone so tkas were performed. Patient suspects building a drainage ditch in 1982, hand carrying 13 cubic yards of gravel in 5 gallon barrels contributed to his knee issues. The patient realized his knee pain was progressing on (B)(6) 2010 climbing stairs at a concert. Index surgeon sent him to a pain management specialist. A second opinion surgeon stated that x-rays looked fine. Stationary bike helped but developed foot blisters and stopped. Patient can walk with a cane approximately 25 yards before having to sit down from pain. He has not been out for 2 - 3 weeks due to pain and immobility. Pain scale on both sides from 10 down to 4 or 5 with 30mg oxycodone every 8 hours or so and 30mg extended release morphine 2x per day. Patient mentioned thoughts of suicide to cope with excessive levels of pain.